Event description:
Complainant alleged that the staff was defibrillating an 83 y/o male pt in cardiac arrest. After administering the first shock at 200 joules, the staff smelled burning, which continued through the second shock at 300 joules, and the third shock at 360 joules. On the second and third shocks, the complainant alleged that the staff witnessed a "spark" coming from the padz. The staff then changed the pads and continued defibrillation without further problems. The pt received a burn to the chest measuring approx one and one-half inches. The staff allege that they observed that the malfunctioning stat padz had cracked aluminum on both the anterior and posterior sides. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the alleged malfunction.

Manufacturer narrative:
The evaluation of the multi-function electrodes determined that there were no non-conformities or flaws identified in the multi-function electrodes. The event may be attributable to the fact, as related to zoll by the complainant, that the patient involved in the event was frail. Electrode application and skin coupling is of extreme importance when dealing with either frail or obese patients. When electrodes are not completely coupled with the patients skin, arching may occur, resulting in a burn to the patient and a malfunction of the electrodes.